Event description:
It was reported that the insulin pump underdelivered bolus. During troubleshooting, insulin pump passed the displacement test. After delivery of 10 units; small drips exit the tubing. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.